Manufacturer narrative:
The cause for the discordant (B)(6) results is unknown. The customer did not perform the recommended confirmatory testing of positive results when used as a stand alone assay. No further evaluation of the device is required.

Event description:
A false positive advia centaur xp (B)(6) result was obtained on a patient sample and confirmatory testing was not performed. The positive result was reported to the physician. The patient was redrawn and retested the following day and the results were negative for (B)(6). Patient treatment was not prescribe or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.